Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing atrial fibrillation. Upon interrogation, the pulse generator exhibited backup vvi operation; the patient was asymptomatic to the event. After a device download, normal function resumed.